Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional stated that the consumer experienced an eye corneal ulcer related to unknown contact lens use, which was treated with cleaning and disinfecting solution. The consumer has discarded the current lens case as advised by the physician. No information regarding treatment was provided at the time of this report. The current status of the consumer¿s eye was unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A review of the manufacturing batch record was performed and the product met release criteria. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up received with additional information that consumer stated that adverse event was due to the bacteria which associated with contact lens wear. The current status of the consumer¿s eyes was symptoms resolved at the time of this report. No further information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).